Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test multiple times without any warning. The patient received failed battery test and battery out limit alarms every day. The patient's blood glucose at the time of incident is unknown. However, his blood glucose had been in the 300 mg/dl and 400 mg/dl range. The patient treated via manual insulin injection. The insulin pump will be returned for analysis.